Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator housing only) was analyzed, and a visual evaluation noted that the ligator housing had five bands attached, damaged and overlapped. The ligator housing teeth were also damaged. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the bands in the returned ligator housing were damaged and overlapped, and the ligator housing teeth were also damaged. This suggests that the device was unable to deploy the bands. However, the handle was not returned for analysis. Since the components returned were incomplete, there is not enough evidence to confirm the cause of the event. It is important to analyze all involved components to verify the possible cause of the problems observed on the device; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligature procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed as they were tangled in the ligator. The procedure was completed with another of the same speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligature procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed as they were tangled in the ligator. The procedure was completed with another of the same speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.